Event description:
Customer called to report a blood leak that occurred in the centrifuge chamber during treatment. Name and function of complainant: same as reporter. Customer stated they had a blood leak in the centrifuge chamber. Drive tube was broken at the level of the bearing. The blood leak was noticed during buffy coat collection, just before irradiation. Treatment was aborted. Blood was not returned to the pt. Pt's condition is stable. No kit was returned for investigation, photos were provided for eval.

Manufacturer narrative:
Batch record review of lot b137 was conducted. There were no non-conformances associated with this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. A photo analysis was conducted for this complaint. The photos show a leak in the drive tube. It is evident that the leak was caused by the top bearing stop delaminating from the drive tube. The de-lamination of the bearing stop in this scenario would have been caused by the portion of the bearing stop being un-bonded to the drive tube. Therakos CAPA (B)(4) and harmac (B)(4) have been opened to investigate the trapped gases occurring during the bearing stop molding process. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).